Event description:
The customer reported the vertical column was not working. No injuries were reported.

Manufacturer narrative:
The ge service rep could not duplicate error. He checked power supply connections, pulled logs, system is working as intended.